Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation of the pacemaker, inappropriate automatic mode switch caused by noise oversensing was observed. No intervention was performed. The patient was in stable condition.